Event description:
Customer reportedly received results of 80 mg/dl, 60 mg/dl and 45 mg/dl within 10 minutes on the nano smartview system while experiencing hypoglycemic symptoms. Customer self-treated symptoms by drinking apple juice. Requested return of suspect device but customer no longer has strips or container that was in use at the time of the incident. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer indicated strips in question have all been consumed and are not available for return. Device will not be returned.